Event description:
It was reported that the patient experienced coupling and or communication issues. The patient had been unable to get more than 2 coupling bars since implant. Use of the antenna locate feature returned results in the 62- 64 range. It was noted that the patient had wanted the ins implanted deeper, but the reporter had not been at the implant and it was not known if depth was an issue. It was reported that there was no issue with swelling. An x-ray was taken, which confirmed that the ins was flipped. The hcp was able to flip the battery back and the patient was able to charge and communicate with the battery.

Manufacturer narrative:
(B)(4). Lead model 377775 lot# v002824 implanted: 2006-(B)(6) explanted: na; lead model 377775 lot# v002824 implanted: 2006-(B)(6) explanted: na; programmer model 37744 serial# (B)(4); recharger model 37754 serial# (B)(4).